Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection showed a flattened/damage insertion band with multiple broken wires. The root cause is consistent with the paddle being subjected to overstress condition while in vivo.

Manufacturer narrative:
(B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lead had high impedances. Additionally, the lead was not MRI conditional. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced addressing the issue. Postoperatively, therapy was confirmed.